Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was malfunctioning. Attempts to obtain additional information were made but were unsuccessful. This lead was abandoned surgically. No additional adverse patient effects were reported.